Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified there have been no other complaints reported in the lot number. Additional information was requested and received. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, he has experienced diplopia and glare in dark environments while driving at night. He notices a starburst in an x pattern through his entire field of vision and is bothersome while driving in tunnels, looking directly at lights (night lights, street lights and bright bulbs) and during nighttime. A yag capsulotomy was performed with no improvement to the symptoms. The consumer reported that diplopia was corrected following an iol implant for the fellow eye. Significant glare and starbursts are still present in dark environments and only alleviated if driving with the eye patched. Information was received from the surgeon indicating that he was aware of some image disparity between the two eyes, which he thought was attributed to some wrinkling of the posterior capsule or residual astigmatism. The surgeon reported the patient contacted him following the yag procedure and reported the issue was much better.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
The consumer reported in a follow up that he still has significant dysphotopsia especially in dark environments and the physician who implanted the iol performed the yag procedure thinking it would resolve the issue, but is still bothersome especially driving at night. He also reported that after an examination and discussion with his doctors, they do not feel comfortable performing an iol exchange due to the him having had a yag performed. They also do not feel comfortable in making a decision as to whether a piggyback lens would be of help.

Manufacturer narrative:
The product was not returned. Iol product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a non-qualified cartridge. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The customer indicated the use of a handpiece, which is qualified for this lens with any of the qualified cartridge combinations. Two viscoelastics were indicated, only one is qualified for this lens with the qualified cartridge combinations. The product investigation could not identify a root cause for the reported complaint. The manufacturer internal reference number is: (B)(4).